Event description:
It was reported that the device was outside of manufacturer specifications as it failed delivery volume. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Event date, operator of device and initial reporter are unknown. No information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Thus the cause of the reported problem was due to inaccurate delivery. For corrective action it was recommended to have the expulsor trimmed. The root cause of the reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.